Event description:
The reporter stated that rptr did meter to lab comparison tests. Rptr tested at home at 7 a.m., fasting, and had a reading of 167 mg/dl. At 8:30 a.m. Rptr had a routine lab test (venous) with a result of 271 mg/dl. Rptr did not have any symptoms. On f/u, rptr stated that rptr had never cleaned the meter. No harm was alleged.